Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections are being reported: age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Dental implant: bopt4311, 3i t3 tapered implant 4/3 x 11.5mm, lot# 2022010729. Therapy date: (B)(6) 2022. PMA/510(k) number not available. An unknown replacement driver was not returned for investigation. Based on the evaluation, a device malfunction could not be verified for the driver. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR and complaint history review could not be performed since the lot number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is the clinician damages the implant seating surface, inability to fully engage driver into implant or clinician didn¿t follow recommended guidance. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
The customer reported via email the implant dropped from the handpiece as the driver was not engaging properly.